Event description:
The customer's boyfriend reported via phone call that the insulin pump had a button error alarm that could not be cleared. The customer's boyfriend stated that the customer accidentally wore the insulin pump onto a water ride. Blood glucose level at the time of the incident was not provided. The customer's boyfriend was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.